Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. The patient had previously reported discomfort due to phrenic nerve stimulation. The position of the rv lead and the patient's anatomy was suspected as the cause of the nerve stimulation. No additional malfunctions were reported. The physician repositioned the rv lead on (B)(6) 2021. The patient was stable throughout.